Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was switching on and off continuously. The programmer is expected to be returned for service. Th ere was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported powering on and off issue. The programmer did come up with the on > off screen one time. The mother board and hard drive as a preventative measure. Analysis also noted that the power cord bay tab was broken off. The power cord bay assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.